Event description:
It was reported that the right ventricular (rv) lead was found to be oversensing due to a dislodgment. The rv lead was explanted and the decision was made not to replaced it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal full lead was returned, analyzed and no anomalies were found.